Event description:
This is a spontaneous case report received from a medical doctor in united states on 23-aug-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. The patient broke out hives next day of essure procedure. She had hysterectomy with removal of coil and was only saw one essure. X-ray was performed to locate second essure coil and one section on x-ray seen that looked like could have possibly been the essure in the bowel. It is unconfirmed. The patient still has hives and health professional was still deciding on what to do to locate essure. Follow-up received on 15-sep-2016 quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who broke out hives the next day of essure (fallopian tube occlusion insert) procedure. She had hysterectomy with removal of coil and only one essure was seen. An x-ray showed that essure may be in the bowel. It is unconfirmed. The patient still has hives and health professional was still deciding on what to do to locate essure. Urticaria and device dislocation are listed in the reference safety information for essure. Although it is stated that she had not recovered, she still has one of the coils inside. Considering that essure is a nickel-titanium alloy and the suggestive temporal relationship (1 day after insertion), a causal relationship between nickel allergy and essure inserts is considered related. Although the exact onset date and mechanism of dislocation is unknown, given the nature of this event, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 1-dec-2016: final report: follow-up attempts have been completed, with no response to date. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who broke out hives the next day of essure (fallopian tube occlusion insert) procedure. She had hysterectomy with removal of coil and only one essure was seen. An x-ray showed that essure may be in the bowel. It is unconfirmed. The patient still has hives. Urticaria and device dislocation are anticipated in the reference safety information for essure. Although it is stated that she had not recovered, she still has one of the coils inside. Considering that essure is a nickel-titanium alloy and the suggestive temporal relationship (1 day after insertion), a causal relationship between nickel allergy and essure inserts is considered related. Although the exact onset date and mechanism of dislocation is unknown, given the nature of this event, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.